Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a fault message (c-00) was displayed on the energy generator and activation was interrupted due to a failure. The caller stated the generator had been restarted multiple times but the fault persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) first reviewed the system logs and found related generator errors, including c-33. Tse then asked whether monopolar or bipolar energy could be used, but this could not be tested because the procedure had not started and the generator showed the fault upon power-on. Tse indicated that an on-site visit would be needed to replace the generator and asked whether a backup generator was available, which the caller confirmed. The procedure was completing as planned with no reported injury.